Manufacturer narrative:
A tear was observed on the unexposed portion of the soft cannula, where it was observed to leak. The timing and cause of the observed cannula tear could not be determined. It could not be confirmed if the observed cannula tear contributed to the reported event. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding. The top housing was observed to be cracked. The timing and cause of the observed housing cracks could not be determined. It could not be determined if the observed housing cracks contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The pod caused bleeding. Reportability was reassessed based on the investigation findings. During the investigation, the pod's cannula was found torn on the unexposed portion where it was also found to leak.